Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because of unavailable defective device. The root cause of this complaint cannot be determined because of unavailable defective device and lack of information about the complained defect from the customer. As the root cause was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that while in use the attachment wire of the bag broke. It was checked and verified that there was no piece left of the wire in the abdomen of the patient. We verified that comparing the wire of the involved device and a new one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while in use the attachment wire of the bag broke. It was checked and verified that there was no piece left of the wire in the abdomen of the patient. We verified that comparing the wire of the involved device and a new one.